Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/10/2016, that on (B)(6) 2016, the receiver experienced no audio output, in addition to an adverse event. The patient's mother reached out to her doctor to tell him that the dexcom system never alerted her that her son's blood glucose was rising. The patient's mother also stated that her son went into diabetes ketoacidosis last night. No additional event or patient information is available.